Event description:
The customer reported that the system cine replay and recorder were not functioning properly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the cine disk and reloaded the system software. The system was tested and found to be working as intended and put back in service.